Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device was overheating was confirmed. An assessment was performed and it was observed that the mechanics had seized, jammed, and were moving heavily. It was noted that the attachment device was overheating immediately and was heavily worn. It was further determined that the device failed pretest for check for free movement. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: g2: the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. D4: please note that the lot number was documented as unknown in the initial medwatch report. The correct lot number (1529677) has been documented in section d4 of this medwatch report. H4,d4: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (october 2, 2006) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the electric pen drive device and attachment device were heating up and the physician could not hold the devices. It was reported that the physician had to put swabs around the equipment to use it. It was further observed that the devices were leaking oil. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.